Event description:
It was reported that during a da vinci si myomectomy procedure, a broken wire was observed from the maryland bipolar instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The instrument has 6 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.